Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the user unable to select medications due to that no access has been provided for the specific user. A technical support specialist logged into station assisted the user will need to contact their pyxis admin, manager, or director to request access for the facility. The system functioned as intended after the technical support specialist assisted the device.

Event description:
It was reported that when using the bd pyxis¿ es server user can login to pyxis devices but no access for medications. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ es server user can login to pyxis devices but no access for medications. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.